Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Event description:
Catalog number: either egia45av or egia30avm unsure of size (30mm/45mm). Name of product: endo gia - vascular/medium reload. Date event occurred (if different than procedure date) (mm/dd/yyyy): week of (B)(6). Was there injury or hazard to patient or user: yes. If yes, describe, include treatment: re-operate on patient. According to the reporter: I am one of the attending surgeons in trauma and emergency surgery at case (B)(6). I am new to case from the trauma group at (B)(6). Case is the first place I have been that uses your products, as all my past experience has been with ethicon. We used the endoscopic stapler this week for an appendectomy. This was an incredibly simple and straight-forward case. No inflammation or thickening in the meso-appendix and no dissection required to bring up the appendix. We used the regular load for the appendix and came across the meso-appendix with the vascular load. At the end of the case some very slight oozing was noted on the appendiceal stump staple line, so a couple clips were applied to control that. In the firing across the meso-appendix there was a short couple of mm of the staple line that was stapled but not cut. A clip was applied on the stay side of that and the final mm of the line was cut with endoscopic scissors. The vascular staple line appeared intact. I would have not anticipated any issues with this case. Although my usual practice (having trained in (B)(6)) is to dissect out and clip the blood supply and use endo-loops to remove the appendix, I have had many occasions to use the ethicon endoscopic stapler for this application without incident. Unfortunately, in this case the patient was taken back to the operating room the day after surgery with copious amounts of blood in his abdomen. No clear source was found but both staple lines were oversewn. No evidence of injury from trocars or port placement was found so the only possible source of bleeding for this patient is the divided meso-appendix.